Manufacturer narrative:
Medical device: lot # 802573 and 802017. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes four malfunction events. It was reported that there was foreign matter observed with four (4) non-vented high volume inlets. In one (1) event, the foreign matter was further described as oily/residue on the inlet. In one (1) event, the foreign matter was described as moisture/slimy residue on the spike of the set upon removal of the cap. In two (2) events, the foreign matter was further described as black spots in the packaging. These events were identified prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Two (2) single-use samples were received for evaluation. A visual inspection was performed and noted loose foreign matter inside of the unopened packaging which was not touching the actual product. The reported issue was verified for both returned samples. The cause of the condition could not be determined. A batch review was conducted for lot 802017 and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
One single-use companion sample was made available for evaluation. Visual inspection was performed and noted a thin film of silicone residue on the surfaces of the spike and inside surfaces of the cap verified the reported issue. The silicone on the inlets is not considered a defect as medical grade silicone oil is required for these products for proper assembly and functionality and no excess silicone was observed. A batch review was conducted for lot 802573 and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.